Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker detected gradually increasing right ventricular (rv) threshold since (B)(6) 2024, and the health care professional (hcp) requested technical services (ts) confirmation that a backup pulse will always be given during a right ventricular automatic threshold (rvat) test in case of loss of capture. Ts reviewed available device data, noting loss of capture recently occurred during a rvat. Ts discussed the automatic capture feature and how back-up pacing will be provided during testing. No adverse patient effects were reported. This product remains in service.